Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) were not confirmed on (B)(6) 2017. User made a food bolus request for 17 units of insulin at 9:08 pm on (B)(6) 2017, and declined the recommended correction. There were no erratic basal rate adjustments. Complaint could not be confirmed. User may have miscalculated carbohydrate intake the night prior to stated low bg level. There is no evidence of device malfunction.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced low blood glucose (bg) levels (54, 63 mg/dl). The cause of the low bg was not known. The customer declined to provide further information regarding the event and declined tandem technical support's offer to troubleshoot to determine a possible cause of the event.